Event description:
It was reported that the patient underwent a gynecological procedure and a mesh and surgesis mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic prolase, enterocele, cystocele, and rectocele. It was reported that the patient had a concurrent procedure of a cystourethroscopy performed during mesh implantation. It was reported that following insertion the patient experienced erosion, infection, urinary/bowel problems. The patient underwent an additional mesh implantation in order to treat stress incontinence, repair of mesh and posterior rectocele repair on (B)(6) 2008. It was reported that the patient had fallen on (B)(6) 2008 and then experienced urine leakage and pain in the pelvic region. (B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary incontinence and hematuria. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urinary incontinence and hematuria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. On (B)(6) 2008 the patient underwent repair of mesh with posterior release.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-05350 and medwatch 2210968-2012-05352. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that on (B)(6) 2009 the patient underwent vesicovaginal fistula repair, removal of eroded mesh, placement of new mesh and cystoscopy with bilateral stent placement. (B)(4).